Event description:
I was involuntarily committed and after 3 months of being hospitalized when I was given haldol although it was on my allergy list and not knowing what medications to prescribe the last result was ects(electroconvulsive therapies) which myself or my family was not able to give any consent to especially my husband it was ordered from the psychiatrist to the judge to order it I even had to do it after I got out of the hospital until the court order was over afterwards. I had problems at my job, I couldn't focus, I had brain fog. I was tired constantly. I couldn't remember anything, my anxiety was higher I was more paranoid and I ended up having to file for disability. I did not have any testing before given ects(I did not have any testing before given ects). Reason for use: bipolar. The problems did not stop after using the product. Didn't restart using the product.